Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2018 a xience stent was implanted in the left anterior descending (lad) coronary artery lesion. A peri-procedural myocardial infarction was diagnosed due to a dissection and spasm of the lad. Reportedly, no treatment was provided. The event required prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Additional information reported by the physician indicates the adverse events are unrelated to the xience sierra stent system. No device issue has been reported. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: a 3.0x28mm xience sierra stent was implanted in the left anterior descending coronary artery (lad) without device issues. Following, a dissection occurred. Per physician, the dissection was very distal and was related to the guide wire. Additionally, per physician, the event was unrelated to the xience stent. There was no device malfunction.